Manufacturer narrative:
Date of event is approximated since it is unknown.

Event description:
It was reported that there was a gap on one side of the device. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure was successfully completed and the closure device was implanted in the laa of the patient. The patient came in for their 45-day follow up procedure. It was discovered that there was a 7mm gap on one side of the device and that the device was canted. On (B)(6) 2019, the physician implanted two non-bsc laa closure devices next to the watchman closure device to plug the gap. The patient did well following the procedure.